Event description:
It was reported that the patient experienced fluctuating blood glucose around meals while using the ilet, with review indicating fewer than usual meal announcements and an explanation that inconsistent announcements can lead to pump maladaptation. Symptoms included episodes of low with a nadir of 50 mg/dl and high of 309 mg/dl. Outcomes included use of oral glucose for hypoglycemia without hospitalization. Investigation included review of device reports and user practices, followed by guided troubleshooting and education. Investigation of this case revealed that inconsistent meal announcements and incorrect meal size entries contributed to off-target glucose and pump learning maladaptation, addressed by a factory reset and instruction to resume usual announcements so the system can relearn appropriately. It was concluded, based on previously established findings for similar reports, that user-related dosing input and use error were the primary causes.